Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented experiencing muscle stimulation. The left ventricular lead exhibited low impedance. No medical intervention was reported.